Event description:
It was reported that the patient presented with unstable angina. Coronary angiography showed lesions in the mid and distal right coronary artery (rca). A 2.5x38 mm xience prime stent was implanted and post dilatation was performed with a 2.75x12 mm non-compliant balloon. The patient was re-admitted after 3 months with unstable angina. The stented segment was found to have multiple small aneurysms and the distal end of the stent had 98% in-stent restenosis noted. A 2.75x33 mm xience prime stent was implanted in the proximal rca at 10 atmospheres and a 2.75x23 mm xience v stent was implanted in the distal lesion including the in-stent restenosis at 10 atmospheres. Post dilatation was performed with a 3.5x12 mm nc traveler balloon dilatation catheter (bdc) at 15 atmospheres. Final angiography showed complete resolution of the aneurysms and the patient is currently asymptomatic. No additional information was provided.

Manufacturer narrative:
The UDI number is not known as the part and lot number were not provided. Estimated date of event- (B)(6) 2021. The device was not returned for analysis. A review of the electronic lot history record (elhr) for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The reported patient effects of angina, aneurysm, and occlusion are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: article title "case series of coronary artery aneurysmsafter everolimus eluting stent implantationand comparison with sirolimus eluting stents".